Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -10.50 diopter, in the patient's left eye (os), during the same surgery due to excessive vaulting. The lens was exchanged for a shorter lens during the same surgery and the problem was resolved.

Manufacturer narrative:
Additional information: h3: lens was returned in a micro centrifuge vial with clear surgical residue on the lens. Visual inspection found the haptic bent and foreign residue on the lens. Claim#: (B)(4).